Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had leaky reservoirs. The customer stated that her insulin pump smelled like insulin after a day or two and that her reservoirs were likely leaking. The customer then stated that the smell would go away after she changed the infusion set and the reservoir. The customer also mentioned that she believes the leak is at the snap cap or septum because that is where she sees and smells it. Furthermore, the customer stated that this did not happen with other reservoirs from other boxes. The customer added that she was using model mmt-965 mio infusion sets. Nothing further was stated.